Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was considered premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).